Event description:
It was reported that the ground pin was missing on the power inlet module. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Part ordered for customer to do repair.